Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with another 23mm valve after an implant duration of 1 year, 1 month due to unknown reasons. As reported, the event was not due to a deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned from implant patient registry that a 11500a 23mm aortic valve was explanted and replaced with another 11500a 23mm after an implant duration of 1 year, 1 month due to staphylococcus pasteuri endocarditis and vegetations. Per medical records the patient presented with sepsis, vre/mrse bacteremia, epidural abscess, and aortic root abscess, and underwent redo-avr, redo-mvr, commando procedure, and bovine pericardial patch reconstruction of aorto-mitral fibrous continuity. On pod #6 tte showed the bioprosthetic aortic valve is well-seated. The patient was extubated on pod #7. The patient was discharged home in stable condition on pod #19. As reported, the event was not due to a deficiency in the original device.

Manufacturer narrative:
H10: additional narratives: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.